Event description:
Subsequent to the previously filed medwatch, additional information reported that this was not a xience alpine stent, but was a 3.0 x 20 mm non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It was confirmed that this was a non-abbott device; therefore, an evaluation is not required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: 6f launcher. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0 x 6 mm nc trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left anterior descending artery. A 3.0 x 18 mm xience alpine stent was deployed and optical coherence tomography (oct) was performed, and no anomaly was noted with the deployed stent; however, the stent was not fully apposed to the vessel wall. The 3.0 x 6 mm nc trek was advanced for post-dilatation. During the first inflation to approximately 10 atmospheres (atm), the balloon ruptured. It was noted that the nc trek balloon was not soaked in saline prior to use. A new balloon catheter was used to continue post-dilatation, and the stent was confirmed to be fully apposed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.